Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: kdr933 implantable pulse generator (ipg) (B)(6) 1996; competitor implantable pacing lead. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had decreased resistance. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.